Manufacturer narrative:
(B)(6). A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing user interface and system pcb assemblies, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted physio-control to report that their device unexpectedly shut down after pressing the on button. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the replaced parts at the product assessment center (pac) and was not able to duplicate the reported issue. The cause of the reported issue was isolated to the user interface and system pcb assemblies, however further root cause could not be determined.

Event description:
A customer contacted physio-control to report that their device unexpectedly shut down after pressing the on button. In this state, the device may not be able to provide defibrillation therapy, if it were needed.there was no report of patient use associated with the reported event.